Manufacturer narrative:
Mindray service reps evaluated the unit, but were unable to reproduce the failure. Unit was safety tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 and ECG monitoring. No pt injury was reported.